Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's device was explanted due to infection. The cause of infection was unknown. The explant was successful with no complication or patient consequences.